Event description:
It was reported that, "handle failed during the surgery. The surgeon tried to insert an impactor and the handle will no longer accept any of the impactors."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.